Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently displayed an inaccurate fill estimate after loading a new cartridge. Additionally, the pump could not be charged properly without the customer maneuvering the tandem-provided cable into the charging port at a certain angle. There was no reported adverse impact to the customer. Reportedly, a the customer was able to charge the pump with no further issues by using a replacement usb cable. The customer continued to use the pump for insulin therapy.